Event description:
One touch ultra smart meter would not power on. They last tested with the reported meter 4 days ago; the result was not provided. The patient's doctor advised them to use lantus insulin and to not use their other diabetes medication until they get a new meter. There is no indication that the patient experience injury or medical intervention due to the product. The customer care representative (ccr) verified that the test strips were correct, the battery was correctly installed and was less than one year old, and the batter contacts were in good condition. The ccr walked the patient through pressing the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and tests strips were replaced.